Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had reported symptoms such as nausea and was treated with bolus and injections. Customer's blood glucose value was 532 mg/dl at time of incident. Customer's current blood glucose value was 552 mg/dl. Customer treated high blood glucose with the injection and blood glucose went down to 224 mg/dl, with bolus and then blood glucose went down to 552 mg/dl, took again injections and also changed her set yesterday and it was also bent. Customer also reported that, the infusion set cannula was bent. Customer declined troubleshoot for high blood level. The product was not returned for analysis.